Event description:
The manufacturer received information alleging a bipap a40 stopped operating after a power surge at the patient's home. The patient did not receive a replacement device and was admitted to the hospital twelve days later.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. During the evaluation, the device would not power on. The device was visually inspected and evidence of liquid ingress to the pca was observed. The manufacturer found evidence of corrosion to the leads on the pca causing several components to short circuit. The damage, which appears to have occurred due to the liquid ingress, was isolated to the pca. There was no evidence of further thermal damage to the device.